Event description:
The customer went into hypoglycemia and was hospitalized. Troubleshooting was performed. The lead screw test passed. It was stated that they just got their pump replaced due to low battery alarm.